Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. It was noted the remaining longevity was 6% and premature battery depletion was suspected. A request was made for technical services to analyze the device data. A review of the data confirmed the battery was depleting faster than expected but therapy delivery was currently unaffected. Device replacement was recommended. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.